Event description:
It was stated that the pt returned to have the intraocular lens (iol) removed to change to a different diopter. No pt complications were reported and the procedure was completed successfully.

Manufacturer narrative:
The lens was not received for eval at the time of submitting the medical device report. All pertinent info available to abbott medical optics (amo) has been submitted. Should new info be received that changes the facts/and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The intraocular lens (iol) was returned to our manufacturing site for evaluation. Visual examination revealed that the lens was received cut in half. A visual inspection of the optic parts showed no optical deviations. The diopter measurement records were verified and shown to be within specifications. This is in compliance with the labeled dioptric power of 27.5 diopter for this production order. A review of the manufacturing records showed no deviations. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.